Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit not working on batteries. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse checked the machine thoroughly and verified charging voltages from the power supply. The fse found that the batteries were expired. The fse replaced the batteries (0146-00-0039). The fse performed all safety and functional tests. The iabp was returned to the customer and cleared for clinical use.